Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that error codes e116, e117 and e118 was displayed due to failure of the mother board and printed circuit board assembly. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic laparoscopy procedure and was completed using a similar device.

Event description:
It was reported the camera control unit had e116, e117 and e118. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.